Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check, non-sustained right ventricular episodes were noted. Myopotential oversensing was suspected. Myopotentials were not able to be reproduced during the check. The device was reprogrammed, and the patient will continue to be monitored. The patient was stable.